Event description:
It is reported by attorney of the pt, that the gamma nail broke in (B)(6) 2012. A revision surgery took place.

Manufacturer narrative:
As per the information received, the devices are not available at this time due to on going litigation.